Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using an unknown abbott delivery system. The valve was implanted without complications/complaints at a depth of 3mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). Post implant, a post- dilatation was performed to the navitor vision valve in 23mm non-abbott surgical valve with a 24mm non-abbott balloon due to frack the surgical valve. Upon removing the non-abbott balloon, it got stuck in the 14f non-abbott sheath. The balloon and the sheath were removed from the right femoral artery over a wire and new 14f non-abbott sheath was inserted. It was noted that the 1f non-abbott sheath had ¿accordioned¿ on itself from the balloon aortic valvuloplasty (bav) balloon being stuck in the sheath upon removal. A post angiogram showed no apparent damage to vessel and the vessel was closed by a non-abbott device. Next day morning, it was noted that the patient experienced a retroperitoneal bleed and was being transfused for hypotension. The patient was reported stable.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using an unknown abbott delivery system. The valve was implanted without complications/complaints at a depth of 3mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). Post implant, a post- dilatation was performed to the navitor vision valve in 23mm non-abbott surgical valve with a 24mm non-abbott balloon due to frack the surgical valve. Upon removing the non-abbott balloon, it got stuck in the 14f non-abbott sheath. The balloon and the sheath were removed from the right femoral artery over a wire and new 14f non-abbott sheath was inserted. It was noted that the 1f non-abbott sheath had ¿accordioned¿ on itself from the balloon aortic valvuloplasty (bav) balloon being stuck in the sheath upon removal. A post angiogram showed no apparent damage to vessel and the vessel was closed by a non-abbott device. Next day morning, it was noted that the patient experienced a retroperitoneal bleed and was being transfused for hypotension. The physician mentioned the 14f sheath accordioned on itself and may have been the cause of the retroperitoneal bleed and hypotension. The patient was reported stable.

Manufacturer narrative:
It was reported that the navitor valve was implanted without complications/complaints at an optimal depth of 3 mm. Post implant, a post- dilatation was performed to the 25mm navitor in 23 mm non-abbott valve. Next day morning, it was noted that the patient experienced a retroperitoneal bleed and was being transfused for hypotension. Also reported that the 14f sheath accordioned on itself from the balloon aortic valvuloplasty and may have been the cause of the retroperitoneal bleed and hypotension. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per the instructions for use, "the navitor¿ valve is designed to be implanted in the native calcific aortic heart valve without open heart surgery and without concomitant surgical removal of the failed native valve." Codes removed: health effect-clinical code: 1914 low blood pressure/ hypotension;1888 hemorrhage/blood loss/bleeding.